Manufacturer narrative:
G2: portugal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedance measurements for electrode 6 ranged from 36,043 to 38,414 ohms. The rep wanted to know if the quick battery depletion matched the energy consumption. Technical services confirmed the battery depletion matches the energy consumption as a result of the programmed settings. Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances with electrode 6 was not known. No action will be taken in regards to the high impedance since electrode 6 was not being used for stimulation.